Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was not able to successfully clear the alarm. Customer also received battery failed alarm and the contacting on battery cap was missing. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 customer alleged insulin pump receiving insulin pump error 3, insulin pump error 53, and failed battery test alarms. In addition, alleged cosmetic damage on the battery cap noted. Insulin pump successfully downloaded traces and history file using thus. Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No failed battery test alerts noted during testing or when inserting a new battery. Failed battery test alerts noted in the insulin pump trace/history files on (B)(6) 2022 at 9:45pm. Insulin pump error 53(line number 5632 file number 2005) confirmed in the insulin pump history/trace files on (B)(6) 2022 at 9:36pm. Insulin pump error 3 confirmed in the insulin pump history/trace files on 09/21/2021 at 9:37pm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and keypad overlay peeling. Device received with no battery cap, therefore test battery cap was used to perform testing. Failed battery test alerts not confirmed during testing or when inserting a new battery. Insulin pump error 53(line number 5632 file number 2005) and insulin pump error 3 alarms confirmed in the insulin pump history/trace files on (B)(6) 2022 due to a software anomaly. Device received with no battery cap, therefore cannot determine if battery cap is cracked/damaged. Device received was properly tested using a test battery cap. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.